Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. The customer experienced symptoms described as dizziness, "feeling on the tongue", nausea, tiredness, and was unable to self-treat. The customer was seen in a hospital, where their glucose levels was checked several times and then was treated with glucose drip by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and the product, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The exact date of event is unknown. The date entered in section b3 is based on the customer's report of "sometime in 2025". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. The customer experienced symptoms described as dizziness, "feeling on the tongue", nausea, tiredness, and was unable to self-treat. The customer was seen in a hospital, where their glucose levels was checked several times and then was treated with glucose drip by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution.sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11, 224, 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. As a result, the sensor had recognized its removal and had terminated as designed showing the sensor was working as intended. Data analysis was consistent with the removal of a properly applied and functioning sensor. Therefore, issue is not confirmed.all pertinent information available to abbott diabetes care has been submitted.